Event description:
It was reported during follow up the patients system was explanted due to the infection on an unknown date. Surgical intervention addressed the issue.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient underwent a procedure to have their ipg pocket washed out to address the issue.